Manufacturer narrative:
Previously reported by the manufacturer: the trilogy evo o2 ventilator was returned to the third-party service center for preventative maintenance. The device was not reported to be in use on a patient at the time of the occurrence. During the evaluation it was noted that a leak was detected. The device was sent to bench for further investigation. If any additional information is received, a follow-up report will be filed. New information: during the evaluation of the device at the third-party service center, the customers complaint was confirmed. A malfunction occurred within in the printed circuit board assembly and system blower assembly therefore the components were replaced to address the issues. The device passed all testing, and the system meets the specifications for the service performed and is returned to use. Additionally, the during service leaks in the fio2 was confirmed therefore the 3 way solenoid valve, tubes and filters were replaced to address the issues.

Manufacturer narrative:
New information/correction: correction made to the become aware date. The date on the initial report was reported incorrectly.

Event description:
The trilogy evo o2 ventilator was returned to the third-party service center for preventative maintenance. The device was not reported to be in use on a patient at the time of the occurrence. During the evaluation it was noted that a leak was detected. The device was sent to bench for further investigation. If any additional information is received, a follow-up report will be filed.